Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that halfway through a "lensectomy procedure", the surgeon asked for an intraocular magnet as he observed metal shards in the vitreous and on the retina. It was indicated he could not remove the metal shards that were observed in the vitreous and on the retina. The surgeon thinks the metal shards were from a disposable tip from a prior procedure. The product sample is being returned. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One tip was returned for evaluation for the report of what was thought to be pieces of the phaco tip in the eye. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The phaco tip was visually inspected and it was deemed nonconforming due to the usage of the phaco tip. The bottom of the bevel was worn. There are several large gouges on the cannula just behind the bevel. All four nut corners were extremely worn. There was a large gouge on the cannula surface at the cone transition region. The complaint evaluation could not confirm the metal particle originated from the tip. The damaged condition of the phaco tip from its use does provide for numerous areas on the tip where metal particles could have originated from. No specific action with regard to this complaint was taken because the reason for the complaint issue could not be determined. The phaco tips are 100% visually inspected by trained operators during the manufacturing process. (B)(4).